Manufacturer narrative:
Failure event observed during analysis. Final analysis found when the device was received, it was in power-on-reset mode. The device image was reviewed, and the device was tested on the bench. The por was not reproduced. The cause of the por remains undetermined.

Event description:
This report is to advise of an event observed during analysis.